Event description:
Country of complaint: (B)(6). Detachment of the needle - no patient consequence.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 36 unopened and 1 open pouches. There are no previous complaints of this code batch. (B)(4) units of this code batch code remain in stock. Received 36 closed samples and one empty pouch. Needle attachment tests were performed on the closed samples received and the results fulfill the requirements of the OEM. Tightness test to the samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications, we take note of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: not applicable.